Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported experiencing insulin leakage in the cartridge compartment of the infusion device. Pt stated the whole compartment was wet. Pt reported experiencing elevated blood glucose levels for 2 days greater than 30 mmol/l (540 mg/dl). Pt stated on (B)(6) 2012 at 4 pm, his blood glucose level was 30.5 mml/l (549 mg/dl). Pt reported he changed the insulin cartridge and found the leak. Pt stated he took insulin via the pen and around 6 pm his blood glucose level was 8 mmol/l (144 mg/dl). Pt reported on (B)(6) 2012 his blood glucose level returned to normal which is around 6 mmol/l (108 mg/dl). Pt stated there were no cracks or defects visible. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
The complaint cannot be verified; the product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.